Event description:
Pt presented with complaints of increase in spasticity, agitation and generally feeling unpleasant. Hcp noted that pt was experiencing acute withdrawal symptoms from baclofen. Pt told the hcp that they had been having these problems about 3 weeks and requested oral baclofen. Pt was given oral baclofen. On 12/2001 the residual volume in pump was 10.5ml and should have been 3.3mls. This along with the pt symptoms made the hcp decide to do a rotor study. The result of the rotor study was that the rotor was stalled. The pump was replaced in 2001. The hcp reports the pt is doing great now. Pt med was started at a lower level than was previously given. Initially the pt did present some floppiness. On the last visit the pt was back to usual state and was asking for a dose increase again to the previous amount.